Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient fell the morning of the report and was in the emergency room (ER). It was stated that the patient might have hurt their leg and needed an x-ray. It was noted that the x-ray wasn¿t due to a problem with the device or therapy, but it was unknown if the symptoms reported were related to the device or therapy. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.